Event description:
Customer reported that the sensor readings were inaccurate and that she received false low alerts. She stated that sometimes upon removal, the sensor will be bent. Customer was following proper insertion protocol. It was determined that customer was overcalibrating and was advised on proper calibration protoco.l. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.